Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine device change. Prior to procedure, device interrogation revealed high capture thresholds and high impedance of the right ventricular lead. Physician decided to reuse the lead and monitor it in future follow-ups. Patient was stable post procedure.